Event description:
The customer contact reported a hole; subsequently, a leak was noted. The tubing set was being used to deliver 250ml of normal saline, at a rate of 25ml/hr, via a plum a+ pump. At 1510, it was reported that within 30 seconds after the delivery was started, approximately 1ml of solution leaked from a hole in the tubing set. The customer contact described the location of the hole as 60cm from the patient end of the tubing. The tubing set was replaced and the therapy was resumed. There were no adverse patient effects and no delay in therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.